Manufacturer narrative:
Patient height reported as (B)(6). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
510k: this report is for an unknown condylar plate. Date of implant reported as approximately four (4) years prior to explant. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent revision surgery on (B)(6) 2017 due to pain in left ankle and foot. The surgeon was not sure why there was pain initially as patient is still very young. Initially, approximately four years ago on an unknown date the patient was implanted with one (1) 2.0 condylar plate, seven (7) 2.0 cortex screws, and three (3) 4.0 cannulated screws. During the revision all hardware was removed whole, intact and new hardware was not implanted. There was no surgical delay. No patient harm was reported. The procedure was successfully completed. The patient outcome was stable. This report is for one (1) unknown condylar plate. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.